Event description:
On (B)(6) 2012, the patient contacted animas reporting a recurring power issue with the subject pump for a couple of weeks due to a crack in the casing. The patient has been off the pump and has been using an alternative method of insulin delivery for the past 2 weeks. The patient first noticed the crack as a result of the power loss: the crack in the casing starts at top of the battery compartment and extends down the compartment approximately half way. The pump reportedly does not have any moisture ingress and denied any misuse of the pump. The patient admits to never replacing the battery cap. Animas recommends that the battery cap be replaced every 6 months. The patient reported blood glucose excursion where her morning blood glucose levels went up to 270 mg/dl with symptoms (specific symptoms not reported). The patient administered self-treatment with insulin injections and did not receive any other forms of treatment. The alleged power issue is not likely to cause an adverse event as the issue is generally obvious and detectable by the user. The pump user guide instructs the user to inspect the pump and confirm that it is operating properly. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact. However, this complaint is being reported because the patient allegedly experienced elevated blood glucose levels with symptoms when the power issue occurred. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.